Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that it was questioned whether this pacemaker was exhibiting premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery was depleting normally and the high power consumption was due to the combination of the device spending most of the time pacing with right ventricular (rv) in suspension and sensing persistent high atrial fibrillation (af) activity. The device remains in service. No adverse patient effects were reported. Additional information was received that it was thought that the battery of this pacemaker was again depleting prematurely. Another disk analysis was performed which confirmed the power consumption was high for the given settings and therapy deliver, due to an unknown reason. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that it was questioned whether this pacemaker was exhibiting premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery was depleting normally and the high power consumption was due to the combination of the device spending most of the time pacing with right ventricular (rv) in suspension and sensing persistent high atrial fibrillation (af) activity. The device remains in service. No adverse patient effects were reported. Additional information was received that it was thought that the battery of this pacemaker was again depleting prematurely. Another disk analysis was performed which confirmed the power consumption was high for the given settings and therapy deliver, due to an unknown reason. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Additional information was received that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory revealed that no suspicious faults or resets were recorded while implanted. Although the battery voltage was lower than expected, there was sufficient capacity remaining to support full device function. The device case was removed and detailed analysis revealed a high current drain. Further testing confirmed the presence of an internal crack within a low voltage capacitor, which caused a high current drain and resulted in an unexpected drop in remaining longevity.

Event description:
It was reported that it was questioned whether this pacemaker was exhibiting premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery was depleting normally and the high power consumption was due to the combination of the device spending most of the time pacing with right ventricular (rv) in suspension and sensing persistent high atrial fibrillation (af) activity. The device remains in service. No adverse patient effects were reported. Additional information was received that it was thought that the battery of this pacemaker was again depleting prematurely. Another disk analysis was performed which confirmed the power consumption was high for the given settings and therapy deliver, due to an unknown reason. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.